Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic part of the femur impactor broke during surgical use. Patient was last known to be in stable condition following the event. No surgical delay or prolongation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The broken femoral locking impactor face reported was likely the result of material failure due to being subjected to impaction forces. However, this cannot be confirmed as the device was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.